Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, chlamydial infection, gonorrhea, obesity, urinary tract disorder and cryoablation. Family history included breast cancer, ovarian cancer, colon cancer and uterine cancer. On(B)(6)2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic prolapse ("other injury(ies) or complication please describe: pelvic organ prolapse") and abdominal adhesions ("other injury(ies) or complication please describe: abdominal adhesions") and was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyomatosis"), weight decreased ("weight loss") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, alopecia and weight decreased had resolved and the urticaria, dysmenorrhoea, dyspareunia, leiomyoma, pelvic prolapse, abdominal adhesions and uterine leiomyoma outcome was unknown. The reporter considered abdominal adhesions, alopecia, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, pelvic pain, pelvic prolapse, urticaria, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6)2011,2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on 16-mar-2012: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia, leiomyornatosis, pelvic organ prolapse. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, chronic pelvic pain') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, chlamydial infection, gonorrhea, obesity, urinary tract disorder and cryoablation. Family history included breast cancer, ovarian cancer, colon cancer and uterine cancer. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic prolapse ("other injury(ies) or complication please describe: pelvic organ prolapse") and abdominal adhesions ("other injury(ies) or complication please describe: abdominal adhesions") and was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyomatosis"), weight decreased ("weight loss") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, alopecia and weight decreased had resolved and the urticaria, dysmenorrhoea, dyspareunia, leiomyoma, pelvic prolapse, abdominal adhesions and uterine leiomyoma outcome was unknown. The reporter considered abdominal adhesions, alopecia, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, pelvic pain, pelvic prolapse, urticaria, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2011, 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, menorrhagia, leiomyornatosis, pelvic organ prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received : reporter information, lot number was added. Case become incident injury nos replaced by new event vaginal bleeding, menorrhagia, hives, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, leiomyomatosis, pelvic pain, weight gain, pelvic organ prolapse, abdominal adhesions, fibroids. Severity added pelvic pain. Outcome added pelvic pain, vaginal bleeding, menorrhagia, hair loss, weight loss, fatigue. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.